Manufacturer narrative:
The embolic material was not returned for analysis, it was consumed in the procedure. Attempts were made to gather specific information, however, our attempts were unsuccessful. Based on the reported information, there is no allegation that a malfunction or deficiency of the embolic material occurred during the procedure. There is no evidence suggesting that the material was defective, but rather a procedure and patient condition related event. Hemorrhage and ischemic events are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: "the efficacy comparison of the simple onyx glue embolization therapy of the brain". Medtronic received report that 1 patient presented with postoperative cerebral hemorrhage and was successfully treated with medication. A second patient experienced an ischemic brain infarction and recovered after medication.